Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for analysis. Without return of the entire lead, a complete analysis could not be performed. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead was explanted due to high impedance.